Manufacturer narrative:
H2-3) the power supply one was returned the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the power supply one had electrical failure and low voltage output. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Brand name ; product ID bi71000450 (lot: -); product type: 2560-mnav - o-arm system h3: the system was serviced in the field, and the medtronic representative (rep) found that a low voltage power supply to have cause d the failure. They replaced the low voltage power supply and adjusted the voltage output to be in spec. Codes b01, c02, d02 are applicable to this analysis. H6: multiple fdd/annex a codes were reported. A090501 was coded for the radiation being disabled. A110201 was coded for the boot up issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the radiation checks were not passing and initializing upon boot up. They restarted multiple times and were able to clear the emergency stop reset but the radiation would always progress to disabled and have a red 'x' by it. No patient was present..